Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot and sterile lot. Conclusions: the source of the infection could not be determined as operative reports, additional implant sheets, hospital records, microbiology records, pathology reports, clinical notes, and pre-op and post-op ex-rays from the index and revision procedures were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left hip revision due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of the other devices listed in this report: cat. No.: 542-11-54f, trident psl ha cluster 54mm, lot code: mllyh5; cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mlp564; cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: mllxrk; cat. No.: 6721-0230, size 2 accolade ii 127 deg, lot code: 40667703; cat. No.: 6570-0-236, delta v-40 ceramic head 36/+5, lot code: 28820001; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Left hip revision due to infection.